Event description:
The ventilator failed (in-op) at 0545 on 9/19/99. The nurse started to bag the pt until the respiratory therapist brought another ventilator to replace the unit that failed. The respiratory therapist brought unit to biomed for repair. Biomedical looked at the error log. The only error in units log was "02.71.003", which is an error of the "gold cap capacitor, capacitance too low". Unit was under warranty so svc call was initiated. Drager svc installed a hardware and software upgrade to solve the gold cap problem. Drager said this was a performance upgrade only and not a safety upgrade.